Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 20 mg/ml concentration at 0.48 mg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient's pump had eroded through skin. No environmental/external/patient factors that may have led or contributed to the issue were reported. The hcp explanted the old protruding pump and catheter and replaced with a new pump on the other side of the abdomen. He also placed a new catheter into the ventricle. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.